Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient experienced sudden, uncomfortable stimulation on 3 of their 4 programs. This had occurred, on and off, since implant of the device. It was confirmed that the therapy was on at the time of report. It was unknown if the patient had any falls/trauma that could be related to the issue but it was noted they did a lot of heavy lifting for their job. The patient was to follow up with their healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.